Event description:
Information received by medtronic indicated that the customer reported that the insulin pump reservoir was loose. Troubleshooting was performed but the issue was not resolved. The customer accidentally fell with the pump damage the retainer ring and clip which also caused the high blood glucose. The type of damage was a crack and the physical damage to the pump's retainer ring. The damage occurs while using a silicone case. The reservoir was not able to lock in place when inserted into the pump. No harm requiring medical intervention was reported. The customer was instructed to revert to the backup plan per health care professional instruction and the insulin pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit p-cap / reservoir locked properly in place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, cracked case near the corner of belt clip rails, cracked retainer ring, corroded battery tube, and cracked case on the battery tube side. Alleged reservoir unable to lock in place not confirmed. Alleged cosmetic damage and retainer ring damage confirmed where cracked retainer ring was noted. Was noted. Unable to verify customer's allegations for high bgs. The pump did not meet specification due to a corroded battery tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.